Event description:
It is reported that during insertion, the implant did not engage. The surgeon used a different implant of same size with no problem.

Manufacturer narrative:
Eval summary: suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Eval: as returned, the measured dimensions are within specification; the dovetail feature is deformed. This typically happens when the articular surface is not optimally placed and orientation before attempted insertion using the articular surface inserter instrument. Mfg documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.